Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and internal battery were replaced to address the issue. Additional findings not related to the malfunction/issue was the silver frame around the power button was missing on the device. The vanity cover was replaced on the device. The following parts were proactively replaced on the device: air inlet filter foam and particle filter. After these parts were replaced on the device, a final and run-in tests, and battery and valve checks were performed on the device. The device was operational and cleaned.